Event description:
A customer from (B)(6) alleged discrepant results for 3 samples generated, while using the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat system. All 3 samples were retested on a different cobas® liat analyzer and generated a negative result for all 3 targets. The negative results from the retests were released to the patients. No harm is alleged. Reviewed of data identified abnormal growth curve readings and confirmed that the alleged samples to be a false positive result. In addition, 1 result was found in the data to be false positive during the instrument's run data review. Run #38 made a potential false-positive call for flu b and sars-cov-2 run #70 made a potential false-positive call for all three targets sars-cov-2, flu a/b run #127 made a potential false-positive call for the flu b and sars-cov-2. Run #624 made a potential false-positive call for all three target sars-cov-2, flu a/b 4 mdrs will be filed.

Manufacturer narrative:
Reviewed of data identified abnormal growth curve readings and confirmed that the alleged samples to be a false positive result. In addition, 1 result was found in the data to be false positive during the instruments run data review. The analyzer is requested to be returned for service actions. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4). (B)(4)